Manufacturer narrative:
An operator cut her thumb on the pipetting probe while performing instrument cleaning. The root cause of the injury is associated to the pipetting probe located in the wash station area. No general product failure is identified. Ortho medical safety officer assessed this event as a serious injury. The laboratory operator did not require any medical treatment. The customer confirmed she was wearing a pair of gloves when she cut her thumb. (B)(4).

Event description:
Customer is reporting that during the maintenance of their ortho vision biovue analyzer, she cut her thumb on the pipette tip. Complainant/ complaint reporter: ms. (B)(6) ¿ laboratory technician. Event date: (B)(6) 2017, reported on: (B)(6) 2017 by ms. (B)(6) to the help desk. The customer reported that on (B)(6) 2017, as she was cleaning the wash station of their ortho vision biovue analyzer, she cut the thumb of her right hand with the pipetting probe. The customer reported that the wound bled a little bit. The customer reported she did not get any medical treatment as the severity of the injury was slight. The customer reported internally this event accidental injection. The customer was tested for infectious diseases on the day of the event and the results were negative. The customer will be re- tested after one month, three months, six months and one year according to the hospital procedure.